Event description:
Patient reported a right side "pain, capsular contracture baker grade ii-iii, swelling, hardened, and silicone-induced granuloma." The device still remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, capsular contracture baker grade ii-iii, swelling, hardened, and silicone-induced granuloma.